Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet delivered a restart alert 38 with persistent restart failures and an occlusion alert, and the user¿s blood glucose was reading over 400 mg/dl; troubleshooting through the app enabled a successful dry run to (B)(4) units, supplies were changed, delivery was resumed, and replacement consumables were arranged. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the delivery system that was resolved after changing consumable components and resuming delivery. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.